Manufacturer narrative:
.

Event description:
It was reported the patient experienced a loss of therapeutic effect for several weeks ago on channel 1 and 2 which controls the pain in her upper body. The patient turned the stimulation up to 10.5v and barely felt the stimulation in that area. Stimulation was working fine at channel 3 which was for her lower body. The patient had a spinal tap about 1 week ago as she was getting very bad headaches and they wanted to see if anything was causing them. The patient had the flu and had caused her to vomit very aggressively. It was following this incident; she experienced the loss of therapeutic effect. The patient has been unable to get out of bed without assistance and she was in a great deal of pain. The patient also noticed that she had her "leads replaced in 2008." Additional information has been requested, a follow-up report will be submitted if additional information becomes available.